Manufacturer narrative:
The field service engineer (fse) evaluated the instrument for the reported issue on (B)(4) 2015, while onsite for a follow up visit to resolve the unrelated issues. The fse instructed the customer to perform calibration and monitor the xb results; a large adjustment in the calibration factor resulted. The fse found that the cause of the issue was a cloudy hemoglobin (hgb) chamber. The chamber was replaced and the repair was verified per established procedures. (B)(4).

Event description:
While a field service engineer (fse) was at a customer site troubleshooting an unrelated event, the customer reported that the mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) were running low on xb (x bar b) batches performed on a unicel dxh 800 coulter cellular analysis system. Xb analysis is a quality-control method that monitors instrument performance by tracking parameters including mch and mchc of all patient samples. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.